Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure when the right superior pulmonary vein (rspv) was ablated, the patient moved and the physician suppressed the patient. Compound motor action potential (cmap) could not be tracked. The physician checked the position of the catheter and there was minimal change in the position. The ablation was stopped. Fluoroscopy of the diaphragm was performed and confirmed paralysis. The procedure was started again. The case was completed with cryo. No treatment for the phrenic nerve palsy (pnp) was reported. The phrenic nerve palsy (pnp) was not recovered at time of discharge but the patient was asymptomatic. The patient's hospitalization was not extended. No further patient complications have been reported as a result of this event.